Event description:
It was reported that the left ventricular (lv) lead was causing extracardiac stimulation. The lead was reprogrammed to resolve the issue and remains in use. The patient is enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6): 4076, implantable pacing lead, 2013-(B)(6); 6935m, implantable tachy lead, 2013-(B)(6); dtbb1d4, bi-ventricular implantable cardioverter defibrillator, 2013-(B)(6). (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had experienced diaphragmatic stimulation. No further patient complications have been reported as a result of this event.